Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30387809m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation of atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During pulmonary vein isolation (pvi), blood pressure was dropped. Pericardial effusion was confirmed by echo, and pericardial drainage was performed. After draining about 200 ml, recovery of blood pressure was confirmed. Hemodynamic stability was monitored for a while, and the patient was taken out of the cath lab. The physician commented that the relationship with the product is minor. There was no report of extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.

Manufacturer narrative:
Additional event information was received on (B)(6) 2020. The procedure was performed on a 77-year-old female patient. The adverse event was discovered during use of biosense webster products. No steam pop was reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).